Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting pump was not adminstering at the programmed rate during a functionality test between uses. Device operator was the testing technician. There was no patent involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 93.21 ml. The programmed volume was 100 ml. So, the flow rate deviation is -6.79%. The flow rate accuracy is not within +/- 5%, which does not meet passing criteria.